Event description:
It was reported that pump displayed malfunction alarm related to momentary power loss to vibrator motor, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support guided customer through pump reset, malfunction did not recur, customer was advised to continue using pump and to call back if issue happened again, and caller acknowledged instructions.